Manufacturer narrative:
Instrument a: burnt and broken; instrument b: batch # c9d481; expiration date: 11/07/2011; MFR date: 12/07/2006. The analysis results found that the device a was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area).the analysis results found that when attempting to activate the device b on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagation from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical prostatectomy, both devices stopped working after the generator signaled "error". The surgeon states that there was no accidental contact between the active blade and any other devices. The procedure was completed with another device. No adverse pt consequences have been reported.